Event description:
A malfunction was reported by the customer with malfunction code malf 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on the blood glucose level. The customer reset the pump prior to contacting technical support and was advised to continue using the pump. Technical support instructed the customer to call back if the malfunction code recurs, and the customer acknowledged this guidance.